Manufacturer narrative:
Device evaluation: no sample was received for investigation. Device analysis was conducted based on eight photos that were received. Photos two through five show a close-up of an inline filter where a drop of fluid is observed to be extruding from the air vent of the filter. The customer reported failure was confirmed. No product was received to conduct a functional test. If the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. There were no relevant findings detected in the DHR review.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable has a leakage of the cadd extension set and air bubble in the filter. Line has been replaced. The device is returning for investigation ? No credit or replacement is requested. The pictures are attached in the complaint object. No patient injury.